Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm if there was a relationship established between the reported event and the device. The drill was returned for investigation. Visual/functional evaluation found that the motor in the drill has a broken drive shaft. The drill can begin to smoke when the motor drive shaft is damaged due to excessive cutting forces. The root cause was established to be expected wear / tear.

Event description:
It was reported that during a case and while burring, the anspach drill sounded funny with a higher pitch and raspity sound. Sounded like sand was inside the drill. Just didn't sound right. The anspach drill was received and tested through thenavio. While the drill "passed" and the test results didn't show any anomalies, the drill seemed to smoke slightly for a couple seconds and became warm to the touch. Investigation results revealed the drill has a broken drive shaft.